Event description:
A complaint was reported by a distributor regarding an altitude 21a alarm received by a customer in france. There was no reported impact to the customer¿s blood glucose level as there was no information provided about it. The pump in question was set to be returned for inspection by the patient, and a replacement pump with a new serial number was arranged.